Manufacturer narrative:
(B)(4). The customer returned two arterial spring wire guide (swg) for analysis. Once guide wire was kinked and the other was kinked and separated. Further confirmation with the customer revealed that only the kinked guide wire was reported in the complaint. Therefore, the separated guide wire will not be a part of this investigation. No definite signs-of-use were observed. Visual analysis revealed that the returned guide wire contained two major kinks and several major bends across the entire body. Microscopic examination confirmed the kinks and revealed that the distal and proximal welds were spherical and intact. The kinks in the guide wire measured 170mm and 208mm from the proximal weld. The guide wire total length measured 350mm, which is within the specification limits of 345mm-355mm per the guide wire graphic. The guide wire outer diameter measured .51mm, which is within the specification limits of .508mm-.533mm per the guide wire graphic. The returned guide wire passed through a lab inventory introducer needle. Little to no resistance was observed. A manual tug test confirmed the proximal and distal weld were attached. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "use care when removing spring-wire guide. If resistance is encountered, remove spring-wire guide and catheter simultaneously. Use of excessive force may damage catheter or spring-wire guide". The complaint of a kinked spring wire guide was confirmed through complaint testing. Visual analysis revealed that the spring wire guide contained two kinks. Despite the damage, the guide wire met all relevant dimensional and functional requirements, and a device history record review was performed, and no relevant findings were identified. Based on the observed damage and the customer report, user error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "the guide of the medical device has a curvature that could make insertion difficult at the time of use. The guide is completely sealed, it has not been used." No patient involvement reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "the guide of the medical device has a curvature that could make insertion difficult at the time of use. The guide is completely sealed, it has not been used." No patient involvement reported.